Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 409 mg/dl and 421 at the time of the incident. Customer was treated with insulin pump. Customer have any symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir and the infusion set were checked no leaks or air bubbles were found. Customer stated that the insulin pump programming and the basal rate settings were checked no errors were found. The alarm history was checked no alarms were found. The device will not be returned for analysis.